Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: insulation failure the failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be (1) improper sterilization method or (2) normal wear. (B)(4). Manufacture date is not known.

Event description:
It was reported that the insulation failed.

Manufacturer narrative:
Alleged failure: insulation failure. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be improper sterilization method or normal wear. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. The device manufacture date is not known. (B)(4).

Event description:
It was reported that the insulation failed.